Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and was found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the power transmission of the monopolar curved scissors (mcs) instrument did not work. The customer replaced the cable with no success. The customer changed the instrument to resolve the issue. The procedure was completed with no reported injury.